Manufacturer narrative:
Per the user facility's biomedical engineer, the abd was tested and then worked as intended. No further issues were identified.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to attached user facility report ufr#: (B)(4). Per the user facility's senior risk manager, there was no issue with the second machine that was brought in, the compromise in oxygenation came from the switching out of the heart lung machine (hlm). There was no impact to the patient.

Event description:
Additional information was received that the issue occurred during cardiopulmonary bypass (cpb). Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm). The complaint states that the 'air sensor is not working' and was changed out, with the procedure completed successfully with no delay or blood loss. The manufacturer's clinical specialist spoke with the user facility's biomedical engineer, as well as the director, to ask for clarification. A perfusionist contact was inquired about but the user facility could not provide one because it was a contract group. The description from the team sounded as if the problem was not with an air bubble detector, but with gas line patency on the hlm circuit, and that the change out involved bringing a different hlm into the operating room. The biomedical engineer gave the impression that there was a gas line disconnected somewhere on the first hlm.